Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The separation was confirmed. The difficulty removing the balloon dilatation catheter could not be replicated in a testing environment as it was based on operational circumstances. The deflation issue and balloon rupture could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and there is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
It was reported that during an intervention in the moderately calcified, moderately tortuous, in-stent restenosed lesion in the left anterior descending coronary artery, the 3.0x20 mm trek rx ruptured during the first inflation at 14 atmospheres, possibly due to the calcium or the stent in the lesion. During removal through the 6 french guide catheter, resistance was met and it was thought that the balloon may not have fully deflated after it ruptured, so all devices were removed as a single unit. After removal, it was noted that the trek separated in the guide catheter and all pieces of the device were noted to be removed from the anatomy. Another trek was used without further incident. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.